Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil did not detach from the delivery system. The physician attempted to detach the coil using an instant detacher and also attempted a manual break. No second instant detacher was used. A manual detachment via the hypotube was performed multiple times, and the manual break was attempted at the correct break mark location (the second distal hypotube break indicator). The instant detacher will not be returned for investigation, and no issue with the instant detacher was reported. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient's vessel tortuosity was unknown. No medical or surgical intervention was needed .no patient symptoms or complications were associated with this event.